Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking".

Event description:
Patient reported the event of left side "leaking, pain, and discomfort." Patient reported "it feels irritated/scratchy". Device remains implanted.